Event description:
It was reported that after being implanted for approximately six months that the device prematurely displayed the elective replacement indicator (eri). It was also indicated the device had higher than normal outputs. A battery measurement lock-up was confirmed and special software was provided to clear the condition. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed battery depletion indicated/eri (elective replacement indicator) and measurement system lock-up issue, unclearable eri.